Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument quit opening. The instrument was removed, cleaned and it stopped second time. The procedure was completed and there was no reported known impact, or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the vessel sealer was identified during a hiatal hernia revision procedure while performing sealing and cutting. Although the instrument initially functioned, it later failed to open after completing a seal and cut, the jaws were not stuck on tissue, there was no unexpected bleeding, or tissue removal. No sealing failures or system faults/errors occurred during the incident. The reporter was unsure whether photographic or video documentation of the event was available. A backup vessel sealer was successfully used to complete the procedure robotically without any delay. No harm to the patient was identified.